Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer states the high blood glucose was due to having a bent cannula. Troubleshooting was not performed for the high blood glucose. The drive support cap appeared normal. There were no leaks or air bubbles. The customer was advised to change the infusion set. The product will not returned for analysis.